Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that "soft tissue only" was etched into two of his rigidfix femoral rod 10mm and two of his rigidfix femoral rod 9mm when they are in fact btb devices. There was no case or patient involvement. The devices are being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visually, the device seemed to be in good condition. As reported the device was not used, no procedure was involved. Upon further observation the correct etching was shown on the device. This complaint is not confirmed. Part number: 213710 has etching of ¿soft tissue only¿, which was confirmed on the drawing. This will be further reviewed under mitek pia. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated medwatch: [mr#1221934-2018-51697][mr#1221934-2018-51698][mr#1221934-2018-51699].

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51697], [mr#1221934-2018-51698], [mr#1221934-2018-51699].